Event description:
It was reported by the physician that the hand-held device's (hhd) battery latch is open and would not close because the battery was "warped". Consequently, the hhd was not able to be used. The hhd was commonly stored on the top office counter and was not involved in any recent mishandlings. The product's return is expected.